Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Record 2 of 2. Dealer advised enduser contacted him about two months ago and had issues in the car with unit. Dealer advised top part of the dc adapter that goes into the car plug is melted. Dealer advised provided another one for the enduser and the same thing happened. Dealer advised enduser stated has no problem with ac adapter. Dealer advised unit showing low o2 fluctuating from 90.3 to 89.1 with yellow light. Dealer advised will send unit in for repair.